Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a procedure performed on (B)(6) 2011. According to the complainant, the snare loop would neither extend nor retract after a couple of passes in the patient's anatomy. Additionally, a wire broke, but it could not be determined whether the wire broke in the handle or along the working length. The procedure was completed with another captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device code 430 relates to 1069 for the reported event: wire broke. Device code 430 relates to 1536 for the reported event: loop failed to retract. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a procedure. According to the complainant, the snare loop would neither extend nor retract after a couple of passes in the patient's anatomy. Additionally, a wire broke, but it could not be determined whether the wire broke in the handle or along the working length. The procedure was completed with another captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.